Event description:
It was reported that after implant, he was able to feel stimulation on his right and left side. Starting last night he could only feel stimulation on the left side of his back, leg and implant pocket, he could no longer feel stimulation on his right side. Caller stated he was hurting. Caller was at .3v and stated .4v didn¿t feel right and .6 was too high. It was reported that the caller changed programs and was able to feel stimulation on his right side but not his left. Patient reported stimulation in the wrong location and he felt stimulation in his implant pocket. Caller stated his patient programmer book was misleading and hard to understand the icons. Patient was still groggy from surgery when the device was explained. Patient stated he was only able to get 0-2 coupling bars.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).